Event description:
It was reported that a patient underwent a sling procedure on an unk date. Three to four months after the procedure, the patient has persistent groin pain. The patient was given non-steroidal anti-inflammatory medication.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.